Manufacturer narrative:
Initial 5 of 6 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced six events of infusion set kinked cannula, which resulted in hyperglycemia since (B)(6) 2026. The reported blood glucose level was 412 mg/dl. The events were managed by replacing the infusion set, followed by administering a bolus dose via the pump.